Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient management database application was filling in measurements that were misleading and could effect patient care. These measurements were not listed on the remote monitoring report. If the patient is in atrial fibrillation (af), it will fill in areas that may not appear to be correct. The issue was escalated for further investigation and resolution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.